Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic for a follow-up after 3 years. The hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. In addition the two most basal channels were left extra-cochlea since implantation surgery. However to determine an exact root cause device investigation of the explanted device would be necessary. Explantation is considered but no date has been scheduled yet.

Event description:
The user came to the clinic for a follow-up after 3 years. The hearing performance with the device is affected.